Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the physician observed a low battery longevity reading. Technical support was contacted and confirmed the device longevity reading was incorrect, and that the battery depletion was normal. A software upgrade was implemented to resolve the issue and the patient was in stable condition.